Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: d10: concomitant med products and therapy dates: motor device, attachment device, (B)(6) 2023. E1: the reporter¿s phone number was not provided. H4: device manufacture date: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from japan that during a neurosurgical clipping for an aneurysm surgical procedure, it was discovered that when the surgeon was making a hole for the tenting procedure, the twist drill device broke off near the tip. The device was used together with the motor and attachment device. It was further reported that when checking to see if any metal fragments were remained in the patient¿s body, the surgeon determined that there was no problem because the removed metal fragment matched the broken twist drill. The surgeon opened another identical device and continued the surgery. The surgeon stated that they did not use the twist drill at an unreasonable operating angle because they knew that applying excessive force could cause it to break. The surgeon indicated that the newly opened product functioned without any issues during use. They believed that the problem did not lie with the attachment or handpiece but rather with the twist drill. The surgery was completed successfully with a ten-minute delay. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: h4: device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as 2/20/2023.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device had a broken tip. The cutter was examined using 40x magnification. Based on the photographs taken, the angle indicated that there was excessive force applied. Additionally, the thickness of the cutter was measured and found to be within specification. It was found that the device failed visual inspection due to the broken tip. Therefore, the reported condition of the tip of the device breaking off was confirmed. The assignable root cause was determined to be traced to user, which is improper handling- user.